Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that before the rep scanned them on july 1st, a month or 2 before when they went in for a pump fill, they (hcp's clinician programmer) got a safety code message that said call medtronic and they called medtronic. The patient stated that they got one reading that there was a safety precaution that they could be underdosed or overdosed and that it was a safety service code. The patient also stated when they met with the rep on july 1st, it (rep's clinician programmer) said they had magnetic resonance imaging (MRI) done on easter sunday and that their pump had shut off intermittently, but they didn't have an MRI. The patient stated the medtronic rep had met with them twice to interrogate the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone, bupivacaine and clonidine (all unknown concentration and dose) via an implantable pump for non-malignant pain, failed back surgery syndrome and spinal pain. The patient reported that the doctor they saw yesterday, saw service code 528 on his tablet during their refill yesterday. The hcp said if it came up again then the pump would need to be replaced. The hcp also said he had only seen this message once in his career when there was no magnetic resonance imaging (MRI) done to coincide with it. The agent inquired if the patient had had an MRI since pump was implanted, but the patient stated no.